Manufacturer narrative:
The following fields were corrected: d10: device available for eval no. D10: returned to manufacturer on: na. H6: investigation summary: customer returned photos of a 3/10cc, 12.7mm, 29g syringe with a polybag from lot # 0167556. Customer states that there is needle/shield separation from the barrel when removing the shield. The photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 0167556. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Bd was able to confirm the customer¿s indicated failure. CAPA pr1630423 has been opened to address this issue. H3 other text : see h10

Event description:
It was reported that the needle hub separated from the bd ultra-fine¿ insulin syringe when removing the shield. The following information was provided by the initial reporter, translated from japanese to english: "the customer (animal clinic) reported about needle/shield separation from the barrel when removing the shield."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle hub separated from the bd ultra-fine¿ insulin syringe when removing the shield. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer (animal clinic) reported about needle/shield separation from the barrel when removing the shield."